Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Absorbent portion of the tampon remained stuck inside my body- vagina [foreign body in reproductive tract]. Cord came off tampon [device breakage]. Cord came off during removal, absorbent porttion remained inside [complication of device removal]. Case narrative: consumer reported via e-mail that the cord came off the tampon during removal. No serious injury reported.